Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. No evaluation is expected as the customer as reported that the issue was caused by operator error and that there was no malfunction with the device. The device is operating properly. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the adjust knob on the ventilator would not adjust the mean airway pressure (map) and the map was fluctuating, while the device was in use on a patient. There was no patient harm associated with the reported issue. The customer later reported that they were using the limit knob instead of the adjust knob to control the map and that the unit is now functioning properly.